Event description:
Undergoing left austin moore prosthesis. As the methyl methacrylate bone cement was being inserted in femoral canal, pt developed drop in bp. Pt did come around after pressor agents given but in critical condition. While in pacu, pt coded and expired.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.